Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations and injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries, including consultation with her medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries, including consultation with her medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, "a ventralex mesh was placed using sutures. A portion of the mesh was excised." (Note: the excised mesh was unknown in this procedure) (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia, painful abdominal scar thereby underwent repair with removal of extruding mesh. Per op notes, "elevated off the costal margin up to the area of extruding mesh. The mesh was removed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations and injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no, UDI no.), d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.